Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet experienced rapid battery depletion, with charge dropping from full to low within the same day, and a replacement device was shipped while the original is awaited for return. Symptoms included no reported changes in glucose control and no alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device reports and confirmation of battery performance decline. Investigation of this device revealed a confirmed battery performance issue consistent with a depleted or failing power source in the device. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the battery leading to accelerated discharge.